Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Reported at (B)(6), 2017 conference in (B)(6). Same case as: 2134265-2017-11192. It was reported that the burr became stuck in the lesion. Percutaneous coronary intervention (pci) was performed. Pre-dilatation was performed under support of a intra-aortic balloon pump (iabp). Ablation was performed using a 1.5mm rota burr. A 2.00mm rotalink¿ plus was then selected for use. Ablation was attempted, however, the burr became stuck in the lesion. It was attempted to be removed by pulling back on it, but the attempt was unsuccessful. The sheath was cut and this device was pulled out by inserting the micro catheter. After pulling out, the lesion area was dilated for several times using the cutting balloon and balloon catheter then ablation was performed using a 1.75mm rotalink¿ plus. However, the rotating burr of the 1.75mm rotalink again became stuck in the lesion. The sheath was cut and the device was pulled out by inserting the micro catheter. After that, lesion area was dilated again for several times using cutting balloon and balloon catheter. Then, ablation was performed using a new 2.0mm rota burr and the procedure was completed. There were no patient complications reported.